Event description:
A continuous ambulatory peritoneal dialysis patient experienced cloudy pd effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with ceftazidime (1 gm, followed by 250 mg for 5 days, discontinued, intraperitoneal and duration were not reported), vancomycin (2 gm, followed by 50mg, intraperitoneal and duration were not reported) and heparin 5% (20 mg as loading dose, followed by 20 mg as maintenance dose, route and duration were not reported) for the event. At the time of report, the patient was recovered from the event. Three days after the event onset, extraneal therapy was discontinued. Action taken with physioneal therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.